Event description:
A field service engineer (fse) went to the account to perform preventive maintenance (pm). After installing sample tubing, fse noticed the end of the tube installed into the 3-way valve was leaking. No death, injury, or change to patient treatment have been reported.

Manufacturer narrative:
Fse replaced the leaking tube with the original tubing back onto the instrument. Upon recur, chemistry results could be impacted and treatment is likely to be affected.